Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and perigee were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent implantation of perigee (ams) to treat cystocele and pop due to sui. Following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems and bleeding.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.